Manufacturer narrative:
Device evaluation summary: according to the information reported, ultrasound results indicated a hypoechoic mass in the patient¿s right breast. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: left breast prosthesis rupture, right breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with a mentor memorygel xtra breast implant 380cc gel breast prosthesis (left device) and a mentor memorygel xtra breast implant 415cc gel breast prosthesis (right device) when the left breast prosthesis ruptured post implantation. Rupture of the patient¿s left breast prosthesis was diagnosed via MRI. Additionally, ultrasound results indicated a hypoechoic mass in the patient¿s right breast. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel xtra breast implant 380cc gel breast prosthesis and a mentor memorygel xtra breast implant 415cc gel breast prosthesis on (B)(6) 2024. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2024-03886 for the report for the patient¿s left breast prosthesis.